Event description:
This lead was explanted and replaced due to a fracture. At the same time the ICD was replaced so that the patient could be upgraded to a dx system. No adverse patient events were reported. Should additional information be received, this file will be updated.